Manufacturer narrative:
On (B)(6) 2019, mentor received additional information regarding the patient's symptoms. The patient exhibited mild left-sided ptosis. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the device, it was found that there was a tear located at the juncture valve. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. It is possible that the rupture might have occurred by the hit that patient experienced on her breast from the horse accident. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 250cc mentor smooth round moderate profile, catalog#: 3501635 , serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 250cc mentor smooth round moderate profile saline implant and experienced postoperative left-sided deflation. The patient fell off a horse on (B)(6) 2019, and the deflation was confirmed by a physician on (B)(6) 2019. As a result, the patient underwent bilateral removal and replacement with two 150cc mentor smooth round moderate profile saline implants (left: catalog #:3501615, serial #:(B)(4), right: catalog #: 3501615, serial #:(B)(4) on (B)(6) 2019.